Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 445 mg/dl, 306mg/dl and current blood glucose value was 373 mg/dl. Customer treated with shots. The drive support cap was normal. Customer was assisted with high pressure test and it passed. Reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings and stoppers groove for anomalies none were found. Ran basal bolus leaking test per as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir no air bubbles no occluded and not leakage anomalies.